Manufacturer narrative:
The hill-rom technician went to the account to evaluate the bed, but the facility did not have the bed available for evaluation. The account stated that when the incident occurred they inspected the bed and found no malfunction. Based on this information, no further action is required. The account stated that the patient exited the bed and fell. The patient received x-rays and suffered a broken hip. The patient did not receive surgery due to her preexisting morbid conditions. The patient was released from the hospital and entered hospice. The patient expired as a result of the injuries.

Event description:
Hill-rom received a report from the patients family stating the patient exited the bed and fell and broke her hip and later passed away. The bed was located at the facility account. This report was filed in our complaint handling system as complaint# (B)(4).